Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for four days for high blood glucose on (B)(6) 2021. The customer stated they had high readings of 600 mg/dl. The customer was treated with intravenous insulin drip at the hospital. The customer¿s last blood glucose reading was 360 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.